Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: 510k: this report is for an unk - screws: locking. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation, part was discarded by the facility. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported on (B)(6) 2022, that the lcp 2.7mm/3.5mm superior anterior clavicle plate was used with the incorrect screws as the surgery was performed using 2.7mm cortex and va 2.7mm locking screws where we know 4 screws were placed laterally and 4 screws medially. The issue came up through conversation when a scrub nurse had mentioned that they had used some va 2.7mm locking screws the other day, explaining why they were low on the these, as we needing some for a case today. They mentioned that they had also been missing the 4 hole clavicle plate that day, which then led us to check what plate and screw combinations were actually used. Once knowing which implants were used in surgery, the theatre manager and surgeon were then made aware, with the patient to be notified and the post x rays to be reviewed. The surgeon is to come back next tues/wed to confirm whether the patient will need to come back in again or not. There was no issue with the packaging or implant - it appears there was a lack of clarity and communication when implants were being checked by scrub and surgeon, leading to the wrong screws being used. This report is for one (1) unk - screws: locking. This is report 1 of 1 for complaint: (B)(4). .